Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient¿s cgm was reading 97 mg/dl and the bg meter was reading 47 mg/dl. The patient experienced a seizure and ¿contracture¿. The events leading up to the patient¿s seizure were not reported. When able, the patient treated themselves by eating a ¿high glucose foods¿. The patient was in stable condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.